Event description:
Orig. Surg. In 2000. Allegedly revised due to looseness. Allegedly tibial insert was found to be unattached to the tibial base. Allegedly there was irritation in the joint and swelling and effusion.